Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes due to noise on the ventricular lead were noted. All electrical measurements were normal and stable and no other actions have been taken besides the patient being monitored. The patient was stable.

Event description:
Additional information received revealed that the automatic mode switch episodes due ventricular lead noise along with r-wave amplitude variation were observed at a later follow-up. The noise was reproducible by tapping on the device. No intervention was performed as the patient was asymptomatic and the patient will continue to be monitored.